Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this device battery was exhibiting premature battery depletion. Surgical intervention was performed to replace the pacemaker battery. Due to surgical intervention this is considered a si to the patient. No adverse patient effects reported at this time.

Event description:
It was reported that this device battery is exhibiting premature battery depletion. Currently the device remains in service however an explant date is scheduled. No adverse patient effects reported at this time. Should further information become available this report will be updated.